Event description:
The patient reported redness, irritation, swelling, inflammation, and bruising between the two incisions on their leg. The patient was prescribed the normal post-op antibiotics. The patient is doing good and reporting no issues with incisions.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incorrect questionnaire was completed at the time of the complaint submission. Potential cause of the reported issue are patient non-compliance (touching or picking the wound), implanting a non-sterile device, not irrigating the site with antibiotic solution before closure, not prepping the skin with antiseptic solution, not prescribing antibiotics pre-operatively, using inappropriate tools, multiple tunneling attempts and patient contraindicating conditions. The patient has a history of swelling and edema in their legs, which are contributing factors to the occurrence. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient has a history of swelling and edema (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.